Manufacturer narrative:
H11. Additional narrative. Updated b5. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was later learned that the valve team did not allege the obstruction was caused by the surgical valve. It was based on the patient anatomy distal to the valve. No intervention is indicated.

Event description:
It was reported and learned through medical records that a 11500a 27mm valve in pulmonary position is under evaluation for a valve-in-valve procedure after an implant duration of 6 years, 2 months due to moderate stenosis.

Manufacturer narrative:
H11. Additional narrative. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.